Manufacturer narrative:
The device was returned to the zoll technical service department for evaluation. After extensive testing, the reported malfunction was unable to be duplicated. The device passed the final test procedure and was recertified. The device was then returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.